Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the vessel was non-tortuous with no calcification. It was reported that the physician was attempting to adjust the stent graft and pulled the graft down too far. The physician in planted an aortic cuff, covering half of the left renal artery. The physician then elected to place a renal stent in the left renal artery to maintain patency. Final angiogram demonstrated there were no endoleaks. No clinical sequelae were reported, and the pt is reported to be fine.